Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie did not open 07 05 6p to issue medication. A technical support specialist logged in via tester application, released and opened the cubie to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medbank system cubie did not open, preventing users from dispensing the required medication for a patient. This incident did not result in any delays in dispensing medication to the patient, as the problem was promptly addressed and the patient's medication was successfully issued. There were no adverse events or injuries reported based on this event.